Event description:
Patient undergoing an abdominal aortic aneurysm with bilateral common iliac and internal iliac artery aneurysm repair. During the surgery the ibe limb was deployed into the left hypogastric artery preserving the anterior and posterior divisions. When the limb deliver device was removed the distal olive tip of the device detached intraluminally and was retained in the anterior division of the internal iliac artery. No resistance was noted with the removal of the device. Multiple attempts were made to retrieve this including using an ensnare. During this attempt to track the snare along side angiography. The patient briefly became hypotensive and required vasopressors. At this time the decision was made to leave the retained component and surgeon placed multiple coils in the division of the internal iliac artery with return of hemostasis. The patient's hemodynamics immediately normalized. Repeat angiography yielded continued perfusion through the posterior division of the internal iliac artery. Patient tolerated the procedure well and was extubated in the operating room and transferred to pacu in stable condition.